Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: mechanical (04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 42511400713 - articular surface fixed bearing posterior stabilized (ps) left 13 mm height - 64842151. 42532007101 - tibia cemented 5 degree stemmed left size e - 66382760. 42540000035 - all poly patella cemented 35 mm diameter - 66514552. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery and approximately one month post-op, the patient fell and was revised due to instability and dislocation. The mechanism and reason for the fall is unknown. The poly was revised. Attempts have been made and all available information has been provided.